Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing-noise, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The lead was reprogrammed. Approximately one month later, a lia triggered again for the same issues. The lead was again reprogrammed and remains in use. No patient complications have been reported as a result of this event.